Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6).

Event description:
It was reported the device did not generate an audible alarm on the emergin pager after the patient went into cardiac arrest. It was indicated the visual alarm message was generated but no audible beep on the paging device. Biomed tested the alarm chain, revealing alarms occurred visually and audibly at the central station and on the emergin paging device. It was reported the nurses began cardiac massage. Immediately following the alarm at the central station, the user discovered the patient in cardiac arrest, from which the patient passed away. The logs were reviewed, revealing the alarm message was distributed to the three pagers, with the alarm message being found on the pager screens. The customer was not sure whether the devices provided an audible alert.

Manufacturer narrative:
The logs have been reviewed by a product support engineer (pse). It has been established that multiple alerts were sent out of the iem server during the date and time of the event. The iem server processed the alerts and sent them to ascom for delivery to the beepers. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote support engineer (rse) extracted the logs for review. The logs were reviewed by a product support engineer (pse), who determined the notifications were sent out from the intelllispace event management (iem) server to ascom for delivery to the pagers at the time of the event. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.